Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that high blood glucose of 700 mg/dl was experienced and went to the hospital twice for diabetic ketoacidosis. Customer does not recall any significant events leading to the error. The customer wanted to document this incident only and no further information was provided.